Event description:
The customer reports a false negative interpretation by the provue's gel camera to a visually confirmed w-1+ reaction to a patient's antibody screen. No incorrect or erroneous results were reported. (B)(4).

Manufacturer narrative:
On 05-23-2014 an ocd field engineer (fe) arrived at the customer site and found camera brightness had shifted since last adjusted. To solve the issue, all reader camera adjustment were performed and a new image was generated. After completion of service customer ran controls and sample that provided the negative result. All control results were acceptable and the sample gave a positive result. Repairs have returned this instrument to expected operation.